Event description:
The patient contacted lifescan alleging that their one touch ultra meter "showed cx3 at the bottom left hand corner." The medical affairs specialist attempted to reach the patient by phone. There was no answer and no answering machine to leave a message. A letter was sent to the patient. While vacationing, the patient contacted lifescan to report the "cx3" on the reported meter display. "Cx3" is not an expected error code for the one touch ultra meter. Patient stated that the meter began functioning again; the length of time that the meter displayed "cx3" was not provided. The date and time that the patient last tested with meter was not provided. The patient took no action to affect their blood glucose level following attempted use of the meter. Patient went to the hospital and was given 20 units of novolog insulin. Results obtained at hospital were not provided. No information regarding the patient's testing and diabetes treatment regiment was provided. Information as to whether the patient experienced symptoms of high or low glucose level at the time of concern was not provided. The customer care representative noted that a replacement meter would be sent to the patient when the patient called lifescan with the hotel address where patient was vacationing. However, the patient apparently did not call lifescan back with address information. The complaint is classified as a product malfunction due to the unsual message appearing on the meter, as described by the patient. Though the patient went to the hosp and received insulin, there is insufficient information to indicate that the patient experienced injury.